Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). A 3.0 x 18 mm promus rx stent was implanted. A non-abbott intra-vascular ultra sound (ivus) catheter was inserted to check the apposition of the stent. During the manual pullback of the non-abbott ivus, resistance was encountered with the implanted promus stent. The non-abbott ivus was able to be retracted. No stent damage was reported. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.